Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that on (B)(6) 2024, the patient was admitted for bleeding and planned cholelithiasis procedure and laparoscopic cholecystectomy was performed. On (B)(6) 2024 the patient had a massive intraperitoneal bleeding and was treated with blood transfusion. Approximate number of red blood cell concentrate transfused per 24 hours was reported to be 8 units or more and less than 16 units. The patient was on the anticoagulant heparin at the time of the event. The cause of bleeding was due to complexity of medical management related to some reoperation. The event was not thought to be related with the device. The patient was discharged on (B)(6) 2025.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to the hospital for a gallbladder removal, cholecystectomy and temporarily lost consciousness in the middle of the night. The log file noted 3 low flow flags on (B)(6) that were not sustained long enough to, at least 10 seconds, to activate an audible alarm.

Event description:
Additional information was received that the low flows occurred due to hypovolemia that was caused by persistent bleeding. The cause of loss of consciousness was also confirmed to be due to intra-abdominal bleeding. Computed tomography (CT) showed bleeding from the gallbladder artery stump. CT of the head was also performed but it did not show no organ abnormalities. Homeostasis was achieved via angiography. The cholecystectomy was performed on (B)(6) 2024.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported low flow fault flags. Although a specific cause of these events could not be conclusively established during this evaluation, the account reported that the low flows occurred due to hypovolemia. Additionally, a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The controller event log file contained events from 12dec2024 through 18dec2024. Transient low flow fault flags were observed on 18dec2024, but did not persist long enough to activate a low flow hazard alarm. No other notable events or alarms were captured, and the pump appeared to operate as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, document (B)(4), rev. A, and the heartmate 3 patient handbook are currently available. The IFU lists potential adverse events, including bleeding, that may be associated with the use of the heartmate 3 left ventricular assist system. This document also addresses all pump parameters, including pump flow. The IFU also provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. The IFU describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The patient handbook and IFU provide information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, the patient handbook also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.